Event description:
(B)(4). I am now starting to get severe pain in the back of my skull towards the top of my head. It has happened randomly over the past 3 days. When it happens my entire neck goes limp. I can't control it at all. This has never happened before in my life. (B)(6).